Event description:
The pump was alarming. Interrogation of the pump showed a motor stall. A bolus was programmed to start the pump again; the pump still showed a motor stall. To avoid emi, the patient was transferred to another room; the pump still showed a motor stall. The patient worked with a laptop on his abdomen, but without the laptop or other electrical equipment, the pump still showed a motor stall. The pump was interrogated in the operating room and still showed a motor stall. The pump was replaced. The patient did not report withdrawal symptoms or a change of condition. There was no patient injury. The pump was used to deliver baclofen (1000 mcg/ml) at a rate of 384.8 mcg/day. Following the pump replacement, the patient had a good therapy outcome with no further problems. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.